Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since brain tissue has been resected/dissected in a different location in the brain than anticipated with the brainlab navigation involved, although according to the limited information received from the hospital/surgeon: there was no harm or negative effect to the patient reported due to the unintended surgical steps, neither due to the prolonged anesthesia of approximatively 30min, there were no reported medical/surgical remedial actions necessary, done or planned. Nor prolongation of hospitalization. The final outcome of the surgery was considered suboptimal. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A cranial surgery for tumor resection was performed with the aid of brainlab cranial navigation 4.1 intraoperatively, a navigation inaccuracy of approximatively 10mm was identified, resuting in brain tissue resected/dissected from an unintended location with the aid of brainlab navigation. According to the limited information received from the hospital/surgeon (follow-up is ongoing): there was no harm or negative effect to the patient reported due to the unintended surgical steps, neither due to the prolonged anesthesia of approximatively 30min, there were no reported medical/surgical remedial actions necessary, done or planned. Nor prolongation of hospitalization. The final outcome of the surgery was considered suboptimal.